Event description:
It was reported that prior to a coronary angioplasty procedure, the physician noted that the stent was not correctly placed on the balloon. The procedure was completed with another liberte bms. There was no patient contact. Patient status listed as "good".